Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: the clip is slightly scissored by less than a mm. Photo of a clip was provided. This back table shot of the photo shows a fired clip that is completely formed. The clip appears to have formed as intended and is within manufacturing specifications. Hands on analysis of the device should provide evidence to confirm this conclusion.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the clips but said they were out by about 1mm. He used the device for the case but used more clips than he would usually. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m91g2l. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event. Possible causes for the condition found of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.